Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for investigation. Visual inspection of the returned platform was performed; and both head restraint wire were noted to be cut off which is not related to the reported complaint. A review of the archive was performed and multiple faults were noted on the date of the events (B)(6) 2016. User advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and ua 2 (compression tracking error). It was not possible to perform functional testing on the device as ua 2 was displayed during testing. In summary the customer's reported complaint is confirmed. The root cause for the reported complaint is defective load cells. The load cells were replaced to resolve the complaint. The drive shaft was stiff when rotated intermittently, clutch plate was replaced to resolve the problem. The top cover of the platform was also replaced as head restraints were cut off. The functional test was performed, and did not duplicate any of the user advisory or fault.

Event description:
It was reported that autopulse displays user advisor (ua) 2 (compression tracking error) on powering on. The customer installed lifeband and press the start button and device performed compressions as expected but when device was stopped, it again displayed ua 2. No information about patient involvement is available.